Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. The alarms were confirmed during a review of the event history log. The upstream sensor had low fluid numbers. During a physical inspection of the device, cracks were found in the upstream sensor tail pins, which is a known contributor to false air in line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.